Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had horizontal noise that did not affect an unknown procedure. Upon inspection and testing of the returned device, it was discovered there was a b31 error and loss of ID information. There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of a b31 scope communication error and loss of ID information found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, there was a scope communication error b31 and a loss of scope ID information. In addition, it was noted, the bending section rubber adhesive was missing. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the defect of image sensor unit or failure of internal board of the video connector unit or the system. Olympus will continue to monitor field performance for this device.